Event description:
It was reported that can't get the stimulator to charge. Patient said they had problems with it every once in a while and got a new controller and a new recharger but it still says unable to charge since about a week ago. Agent walked patient through removing the battery pack and plugging controller into the AC power cord; Patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 60% and implant is 30%. Patient then connected recharging antenna and could not get the patient to charging screen and stayed in passive charge mode. The troubleshooting steps that were taken on the call did not resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.